Event description:
A caller reported that the insulin cartridge leaked from the o-ring. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. The caller successfully changed the cartridge and resumed insulin therapy, resolving the issue without any additional assistance needed.